Manufacturer narrative:
Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no physical damage is observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc sensor. Customer reported receiving unspecified low readings from the adc sensor scan in comparison to unspecified readings obtained on an adc meter. As a result, the customer experienced a loss of consciousness; however, the customer was able to self-treat with coca-cola and a sandwich after regaining consciousness. No further treatment was indicated. There was no report of death or permanent injury associated with this event. Additionally, sensors scan values of 40 mg/dl, 44 mg/dl, and 40mg/dl were compared to blood glucose tests of 142 mg/dl, 112 mg/dl, and 105 mg/dl obtained from the built in meter, however it is unknown if these values were obtained at the time of the medical event.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc sensor. Customer reported receiving unspecified low readings from the adc sensor scan in comparison to unspecified readings obtained on an adc meter. As a result, the customer experienced a loss of consciousness; however, the customer was able to self-treat with coca-cola and a sandwich after regaining consciousness. No further treatment was indicated. There was no report of death or permanent injury associated with this event. Additionally, sensors scan values of 40 mg/dl, 44 mg/dl, and 40mg/dl were compared to blood glucose tests of 142 mg/dl, 112 mg/dl, and 105 mg/dl obtained from the built in meter, however it is unknown if these values were obtained at the time of the medical event.